Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable lead was explanted 8 months after implant due to other/non-product experience. No further information is available at this time. No additional adverse patient effects were reported. Additional information was received from the field representative that the reason for explant was that this patient was not indicated for the implantable cardioverter defibrillator (ICD), so the physician opted to remove it.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable lead was explanted 8 months after implant due to other/non-product experience. No further information is available at this time. No additional adverse patient effects were reported.